Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a case report article that the patient presented for a routine follow up. Upon interrogation of electrocardiograms, it was noted that the right ventricular lead exhibited noise. Isometric testing was performed and the noise could not be reproduced. The physician opted to monitor the lead and the patient was discharged. The patient presented on a later date to the emergency room experiencing vibratory alert from his implantable cardioverter defibrillator. The device was a st. Jude medical current dr model that was in backup vvi mode and exhibited an error message. Interrogation of the device could not be established. Due to inability to interrogate the device, the right ventricular lead was inspected visually in the pocket and detailed cine fluoroscopy showed no signs of insulation abrasion or wire externalization. A new implantable cardioverter device model fortify dr was connected to the lead and high voltage therapy test was performed successfully. The physician then performed defibrillation threshold testing but the device failed to deliver high voltage therapy at higher output and exhibited an audible "pop" sound. The device attempted to deliver therapy again but also failed. An external shock was delivered to the patient successfully. Interrogation of the device showed that it also went into backup vvi mode with identical error message as the previous device. A new endotak reliance g lead was implanted and connected to a new fortify dr device. Repeat defibrillation threshold testing was performed successfully. The physician noted that the electrical anomaly discovered was more consistent with possible right ventricular lead insulation abrasion. The article stated that both devices were returned to the manufacturer for analysis. Analysis showed that the devices exhibited damage to the high voltage circuitry but no manufacturing defects were found. Inspection of the cine images by both the implanting physician and st. Jude were found to be unremarkable. No further information was available.